Manufacturer narrative:
The explanted product was discarded by the medical facility and will not be returned for evaluation. A review of the sterilization record for the lead found it to be satisfactory. This is the final report.

Event description:
The patient's trial lead was explanted due to an infection. The patient was given antibiotics and the infection has reportedly cleared.